Event description:
During remote follow up, oversensing of myopotentials was observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable and will continue to be monitored.